Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported to nevro that the patient passed away. The trial phase had ended the day before and there were no reports of device-related issues from the patient. The patient was receiving effective pain relief during the trial and the physician does not believe this event to be device-related.